Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd sharps coll 3l yellow had 2 instances of leakages and 1 instance of a broken lid. The following information was provided by the initial reporter: "out of the samples failed, only in the top corner position and top corner position, failed."

Event description:
It was reported bd sharps coll 3l yellow had 2 instances of leakages and 1 instance of a broken lid. The following information was provided by the initial reporter: "out of the samples failed, only in the top corner position and top and top corner position... Failed."

Manufacturer narrative:
During dv testing as per plan/protocol fpr the qualification of moplen resin for vip sharps collectors, it was identified that one test failed for four out of five impacted the characteristic was challenged at a more stringent test method to align with as the impacted sharps collectors claim compliance to this standard. This test method requires dropping samples from six orientations (upright, top, long side, short side, base corner, and top corner) instead of one orientation as per existing test method ocit012. All other orientations passed the acceptance critiera. A device history review was conducted for lot number 21088003.